Manufacturer narrative:
This is being reported since information suggests that during use with this device, it did not maintain vacuum. It is unknown whether the c-section was the result of another factor. Information reported indicated the patient was traumatized, but no further detail provided. Sample analysis:no sample has been returned conclusion; unable to confirm the complaint since no sample was returned. Device history lot review: there is nothing relative to this lot. If any additional information becomes available, a supplemental will be reported. This complaint is now closed.

Event description:
Kiwi applied correctly then deflated at first attempt to pull. Not a pop-off. There was caput this time so vacuum had to be achieved. It was reported the patient was traumatized but no further detail provided. The patient underwent a c-section under general anesthesia. No sample available.